Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had a cerebral hemorrhage during the dbs implantation on (B)(6) 2018. The device was explanted in the hospital on the day of the operation. Effective measures were unknown. Troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause and resolution of the cerebral hemorrhage were unknown.